Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received battery failed alarm. The insulin pump had multiple pump error. Customer had received an error in the motor was detected by reading unexpected value from hall sensor and this alarm was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer was unable to clear the alarm. The insulin pump was exposed to fluid. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged an error in the motor was detected by reading unexpected value from hall sensor. This alarm is generated when the device detects movement in hall sensor counts that are unexpected since the device did not command motor movement, moisture exposure and failed battery alarms found on july 27, 2022. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, and self test. Device failed force sensor test due to motor anomaly. Successfully downloaded history files and traces using thus. Verified the vice alarmed motor motion alarm as such: an error in the motor was detected by reading unexpected value from hall sensor and this alarm is generated when the device detects movement in hall sensor counts that are unexpected since the device did not command motor movement found on july 27, 2022 at 17:50:24.000 and july 27, 2022 at 17:50:24.000 respectively in device downloaded history. Pump error 58 was found on july 27, 2022 at 17:22:45.000. Device was cut open to perform visual inspection and found evidence of moisture damage¿on the electronic assembly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within specification range. Motor was tested outside of the device and passed the ngp system board test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, stained serial number label, broken belt clip rails and stained keypad overlay. Device failed force sensor test due to motor anomaly and verified device alarmed motor motion alarm in an error in the motor was detected by reading unexpected value from hall sensor and this alarm is generated when the device detects movement in hall sensor counts that are unexpected since the device did not command motor movement found on july 27, 2022 at 17:50:24.000 and july 27, 2022 at 17:50:24.000 respectively in device downloaded history. Failed battery alarms was confirmed as it was found in the device downloaded history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.